Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction with locking stylet, intravascular counter traction. Sheaths(s), laser. No complications.